Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted. Two years post index procedure, a device related thrombus (drt) was discovered on the closure device visible on echocardiogram imaging. No further information was reported.